Event description:
It was reported that immediate after the transseptal puncture was attempted that the ice catheter (not bwi ice) revealed a pericardial effusion. Caller stated that the patient did not display any symptoms. Caller stated that the procedure as aborted and a pericardiocentesis was performed and 400 cc of fluid were removed. Patient is stable at this time. Caller stated that the physician stated that the perforation was caused by the st jude sl 1 sheath dilator. No catheters were in the patient. Carto 3 was the only system connected to patient at the time of the perforation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).